Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 4/18/2017 - phone, 4/18/2017 - email, 4/21/2017 - email. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent switch was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to mechanically ventilate during a case. There is no report of patient injury.